Event description:
Lvad numbers showed that the pi was running 1.9. Power was increased to 6.5, other vitals were stable. Alarm history reviewed and no events found. He was felt be "dry" and given IV fluid. Decreased pi's and then his lvad starting alarming low flows. Dobutamine started and he was intubated due to decrease level of consciousness and low output. A-line and swan ganz catheter placed